Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (500 mcg/ml at 60 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that she saw the patient today and interrogated the pump and noticed that the pump had a motor stall. The patient had an MRI on (B)(6) 2021 and that was when the motor stall occurred. The hcp checked the pump after the interrogation and the motor stall recovery message had logged. The telemetry state/condition was reviewed with the hcp, and it was noted that the reported issue was resolved.